Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the nurse noticed a cuff leak straight after intubation requiring tube exchange. Established artificial airway was being administered/performed. There was delay in therapy. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.